Event description:
It was reported that the wrong date was showing on the pt therapy mgr (ptm) screen. The pt did not go for refill and the pump went dry; it was unk if a pump alarm was heard. The pump had not yet been interrogated. It was later reported that the pump contained morphine 25 mg/ml at a dose of 4.996 mg/day. It was not confirmed whether the issue was the ptm or lack of pt awareness. The pt reported that she heard the alarm. The pt experienced withdrawal symptoms. The pt presented to the emergency room. The hcp adjusted programming; the ptm had been disabled at time of meeting. The pt was in the process of working with the hcp to obtain therapeutic dose.

Manufacturer narrative:
(B) (4).